Event description:
On (B)(6) 2014, the patient reported that she had experienced elevated blood glucose levels in the 300-400's since the beginning of the year. The patient is questioning the bolus advice provided by her blood glucose monitor. She stated that there have been times where her blood glucose level was elevated and the monitor suggests a bolus of 0.0 units of insulin; during those times the patient would still administer a bolus to correct the elevated blood glucose. The patient stated that she thinks her elevated blood glucose levels are caused by her body. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.